Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states visualization of particles. There was no serious patient harm or injury. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation information was received on 04/23/2024, and section h10 should be reported as: the manufacturer became aware that a user of the rep dreamstation auto CPAP had states visualization of particles. There was no serious patient harm or injury. No medical intervention was specified by the patient. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was one error code found. The manufacturer service center concludes that there was visible foam degradation. In box d: device serviced by 3rdp, device avail. For eval and date returned were updated. In box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated in this report.